Event description:
(B)(4). I got the essure procedure done around 7 or 8 months later I start to feel weak can no longer walk , fever starts cold sweats then my hands start to turn blue /blk along with my feet then I start having trouble breathing. My respiratory system shuts down. I'm unresponsive I get put on life support an infectious disease dr pumps me with large amounts of steroids he saved my life. I stayed in the hospital for a month I left there unable to walk due to muscle weakness it took me 4 to 5 months to walk. I still had no answers dr was unsure what cause was. I went to a rhumatoid specialist because one thing we know I have raynauds syndrome she diagnosed me with a terminal autoimmune disease called vasculitis. Put on methotrexate for 4 yrs once a week and still not feeling well. I am suffering from fatigue pain headaches so many other issues. I know have developed an intolerance to gluten , wheat egg milk soy peanuts and shrimp along with allergies to toilet paper, shampoo deodorant and I keep finding new things and the symptoms are worse than ever. All of this is documented. I barely heard about this a few days ago I'm very upset. I too have a nickel metal allergy ever since I was a little girl. I was not tested before the procedure was done. I need to get these coils out. Whatever I have to loose. Or I'm afraid I will have another life threatening event